Event description:
The catheter appeared to kink during use. Pt died. No further info has been received to date.

Manufacturer narrative:
The device involved in this complaint was not returned for evaluation; therefore the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. The lot number of the device is unknown; therefore, it is not possible to determine if product from the same lot number is in stock. Prior to distribution, hgc-6 devices are subjected to visual inspection and dimensional checks to ensure device integrity. A review of the mfg records could not be conducted as the device lot number is unk. A 2 year complaint history has been reviewed for this product family and the complaint rate for this product is low. The likelihood of this type of occurrence is rare. However, complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time as only limited info is available.